Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel blinks due to turret motor failure and high intensity motor failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the turret motor and the high-intensity motor may have contributed to the occurrence of the light repeatedly blinks. Front panel blinks due to turret motor failure and high intensity motor failure. The most probable cause of the complaint is cause traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that when the power of subject device was turned on, the light flashed repeatedly. The event occurred during installation, there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.